Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: a patient was sent to the operating room connected to a large volume alaris pump and tubing. When the patient returned from the operating room, it was found that, at an unknown point in time, the tubing was disconnected/severed at the top portion of the infusion set that goes within the pump module.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: the customer did not return the affected sample, but did return a video of a representative sample, and photos of the separated sample. The video shows a lot of force needed to separate the tubing at the upper fitment, and this is correct. It should take that much effort. The separated tubing didn't appear to have the little blue ring retainer on the silicon that it should have. It could've had it, and then it fallen off before the picture was taken. Without the physical sample the root cause cannot be definitively found. The complaint is verified as a separation at upper fitment. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: a patient was sent to the or connected to a large volume alaris pump and tubing. When the patient returned from the or, it was found that, at an unknown point in time, the tubing was disconnected/severed at the top portion of the infusion set that goes within the pump module.